Event description:
During a replacement procedure, after several attempts it was impossible to properly insert the ventricular lead into the connection of the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a replacement procedure, after several attempts it was impossible to properly insert the ventricular lead into the connection of the pacemaker.